Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the pt felt stimulation in the wrong location. The pt's pain pattern is low back and legs, but he stated that he felt stimulation in the upper extremities, armpits, clavicle and sides. Reprogramming efforts were unsuccessful at resolving the issue. An x-ray revealed the lead had migrated. The pt denied any recent falls or traumatic events. The physician noted that the pt did not appear to have any neurological deficit as a result of the migration. Follow up on the pt found that the physician will revise the pt's lead, but the surgery date is currently undetermined. The pt is not using the system at this time; he stated that the current stimulation received does not address his pain pattern. No further info is available.